Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare for investigation. Our investigation is based on photographs provided by the healthcare facility and our knowledge of the product. Visual inspection of the photographs provided revealed that the connector housing was discoloured. The upper and lower harnesses are used to connect the warmer head unit to the control unit. The discolouration of the baffle insulation is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. A harness replacement kit has been provided to the hospital as requested and a licensed biomed has carried out the repairs.

Event description:
A healthcare facility in (B)(6) reported that the head harness kit of an iw934 cosycot infant warmer was discolored. No patient consequence was reported.